Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this device received inappropriate shock therapy due to t wave oversensing. Data was sent for a technical services (ts) review for programming recommendations. The ts evaluation noted clear morphology changes on both the treated episode as well as the subsequent pii (patient initiated interrogation) electrogram. During the treated event, the patient's heart rate was approximately 150 bpm with notable double counting resulting in the shock therapy. The field representative confirmed the patient was brought in for a clinical evaluation and vector screening. The alternate vector was confirmed to be favorable in all positions, to include the supine, standing and bent forward. To date, this device remains implanted and in service with no further reported complications. Additional information was received. About two years later the patient received another inappropriate shock due to t-wave oversensing. The patient's heart rate was about 170-180 bpm. Technical services and engineering reviewed the log history in the device and determined that the smart pass feature should be programmed off for this patient. Also, the smart charge interval could be extended to maximum intervals to delay any inappropriate therapy. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service.